Event description:
Subsequent to the initial medwatch report, additional information received indicated that the procedure was extended two additional hours due to the device issue. There was no additional treatment provided to the patient and he was discharged two days post procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Subsequently a user facility medwatch report (uf# (B)(4)) was received stating: patient underwent heart catheterization with successful stent placement. The starclose se device was used for closure, but after deployment, the device could not be removed. Surgical intervention was required to remove retained closure device from the femoral artery. The device is not being returned for analysis as it is being retained at the account. Photos of the device were received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that common femoral arteriotomy closure was attempted using a starclose se device after heart catheterization and stent placement. Reportedly, as per the instructions for use, a tissue tract spread was performed. During deployment of the thumb advancer, resistance was met and it was pulled back. A larger tissue track spread was made. The thumb advancer deployment was completed and the clip was deployed; however, after the clip was deployed, the device could not be removed from the anatomy. As per the instructions for use,a dilator was inserted into the access ports to release the thumb advancer and it was pulled back, but the device would not release. The safety release button was activated and the plunger released, but significant resistance was met and the physician opted not to pull on the device any harder. The device was cut approximately 3cm distal to the 12f silver rigid sheath splitter. The wire that is connected to the plunger remained in the tract and the vessel locator wings were reported to have been stuck in the artery. The device parts were surgically removed and the common femoral artery was surgically closed under general anesthesia. The patient was hospitalized; date of discharge was not specified. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. However, seven photos of the starclose se device were sent to abbott vascular. Four of the photos were of the handle assembly and three of the surgically removed distal portion of the starclose se device. All four of the handle photos show the handle in either an anterior or posterior view. The handle photos do confirm the reported cutting of the flex guide distal of the device handle and the activation of the safety release feature. From the photos, no anomaly to the handle was detected. The analysis of the three photos of the distal end of the device show an exposed the flex guide control wire which appears to have been partially removed from the outer nylon covering. The vessel locator appears to be damaged with broken vessel locator wings. The deployed clip was captured on the distal portion of the damaged vessel locator with what appears to be human tissue of unknown composition. From the photos, it could not be determined if the vessel locator wings are complete with secure attachment points. After review of the photos, a definitive cause for the damaged condition of the device and captured clip and tissue could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.